Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, root cause of the damaged probe acoustic lens (pink coating can be seen underneath) identified during the evaluation can not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope sealing ring was defective. The device was returned for evaluation. During the device evaluation, damage to the ultrasound probe was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the image produced had white dots due to a damaged charged coupled device, the adhesive on the protective coating of the bending portion of the device was detached, the connecting tube was scratched, and the up angulation was out of standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.